Event description:
Other devices used: gemini 20 imed tubing (used for infusing emulsions). Pump mechanism housing broken leading to incorrect flow of fluids: 250 cc lipids, set to infuse at 25 cc/hr. Bottle empty four (4) hours later. 250 cc infused:pump reading 247 cc infused. No long term negative sequellae to patient potential for harm is grave. Other problems with fluid have been experiencedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: unknown. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.